Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer perform self test on insulin pump but it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self-test. The audio tones/beeps/vibrate and audio options volume 1-5 functioned properly. No unexpected pump error 15, 4 noted during testing and device history files. However, pump error 63 alarm is confirmed in the device history file due to an electronic defective.